Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-10-23. H.6. Investigation summary: level b investigation. -complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: unable to perform complaint lot history check for needle hub separates and difficult/unable to operate (not drawing) due to unknown lot number. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates and difficult/unable to operate (not drawing) was captured and addressed. Investigation summary: customer returned (4) loose 1cc, 12.7mm syringes. Customer states that the needle hub separated when removing the shield and the consumer was unable to draw insulin. All returned syringes were examined and no defects were observed on the samples. Also, all samples were able to draw and expel properly without any observed defects. Unable to perform DHR check for needle hub separates and difficult/unable to operate (not drawing) due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs needle hub separated and could not aspirate. The following information was provided by the initial reporter: material no:328411, batch no: unknown it was reported that the needle hub separated when removing the shield and the consumer was unable to draw insulin.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates and difficult/unable to operate (not drawing) due to unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates and difficult/unable to operate (not drawing) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle hub separates and difficult/unable to operate (not drawing) due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs needle hub separated and could not aspirate. The following information was provided by the initial reporter: material no:328411 batch no: unknown. It was reported that the needle hub separated when removing the shield and the consumer was unable to draw insulin.